Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump deleted the settings and reset the time and date. The customer's blood glucose was 315 mg/dl at the time of incident. The customer's spouse declined to troubleshoot. The insulin pump will not be returned for analysis.